Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, it was identified that the scope was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: scholley investigation received on 9/21 indicates that objective shows moisture due to strong shock/ mishandling. This shows the mechanical deformation at distal end.